Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported during the procedure, the surgeon raised a concern that the driving cap was not attaching securely to the insertion handle, noting that improper attachment has previously led to breakages. However, both the driving cap and the insertion handle used in this case were new. An attempt was made to replace the driving cap, but the replacement exhibited the same issue. No such problems have been observed with older instruments. When an older driving cap was tested with the new insertion handle, it attached securely without any issues. Additionally, the same issue has been reported in other sets with newly replaced driving caps. No patient harm. No surgical delay.